Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a robotic nephrectomy procedure. The reporter said that the reload was locked on renal artery and wouldn't let them do anything ( open, close etc. ). They were able to remove reload by putting a new handle on which it allowed them to press silver button to open. They also put a new adapter and reload on the new handle and it fired fine. No patient injury noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.